Manufacturer narrative:
D10: concomitants: 4040394 204-34-04 - fluted stem extension 40l x 14 mm. 4323210 200-03-35 - one peg patella 35mm. 4510042 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 4604028 210-01-03 - nmc femoral sz 3. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2016. This device has not been explanted. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4, g3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
A left total knee replacement procedure, the patient has experienced prosthesis wear. Initial surgery operative notes were provided. Patient left the operating room in stable condition. No revision surgeon done. No further issues or complications were reported. No additional information is available.